Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed the therapy electrode recognition test. The cause for the test failure was isolated to open wires in the distribution node (dn) to the front te cable between the dn and ECG b. The root cause for the open wires was unable to be positively identified but is likely due to excessive force on the cable section. No adverse event resulted from the damaged cable. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the te recognition test. The last patient to use this electrode belt did not report any deficiencies.